Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, the device was found with episodes of non-sustained right ventricular oversensing. Myopotential oversensing was suspected to be the cause of the episodes. This was confirmed in clinic via isometric testing and deep breathing exercises. The device was then reprogrammed to prevent oversensing. There were no patient consequences.